Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory was performed and no anomalies were found. No anomalies identified. (B)(4).

Event description:
It was reported, one day post implant, that one of the vectors associated with the left ventricular (lv) lead exhibited high impedance and non capture. It was suspected that there was a problem with the set screw on the implantable cardioverter defibrillator (ICD). Both the lead and device remain in use and will continue to be monitored. No patient complications have been reported as a result of this event.